Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, a cuff miss [suture retrieval] occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an atrial fibrillation ablation (afib) interventional procedure. The suture of a new proglide device was successfully pre-placed. The sheath remained an 8.5f and the afib procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. No additional information was provided.